Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6). Batch: 3201950/5120074.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. The explanted ipg was not returned as it was kept by the medical facility. Additional information was received that all device components were explanted.